Event description:
The intraocular lens was removed and replaced due to the patient's complaint of halos & glare. Patient recovered without complications.

Manufacturer narrative:
Lens received cut in pieces. A review of the batch records indicates the lens met all device manufacturing specifications prior to release. Halos and glare are a known and labeled possible side effect of multifocal lens implant.